Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve was implanted via l-p shunt on (B)(6) 2019, with setting 4. The ventricles expanded and the ventricular catheter came off. The ventricular catheter was removed for replacement, and it was found that the flow was poor, therefore, valve dysfunction was suspected. The valve was removed and replaced.

Event description:
N/a

Manufacturer narrative:
Updated fields:  d4, d9, g3, g6, h2, h3, h4, h6, h10. The certas valve (ID 828814) was returned for evaluation. Device history record (DHR) - the product code 828814 with lot 3441870 conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was at setting 5. The valve was visually inspected a tear/cut in the silicon housing around the siphon guard also a cut/tear in the silicon housing between the proximal connector and the needle chamber were noted a needle hole in the underside of the needle chamber as well as a small bump and cracks in the upper valve casing and the rotation construct in the upper position. No catheter was returned with the valve. The valve was tested for programming and failed. It was not possible to do any other test on the valve as too many cuts/tears holes in the silicone housing. The siphon guard was visually inspected; marks were noted in the siphon guard. The root cause for the bump and crack marks in the top of the valve casing is due to the valve receiving a hard knock. The root cause for the rotating construct stuck in the upper position is due to the valve receiving a hard knock. The root cause for the cut/tear/holes found in the silicone housing and around in the siphon guard noted during investigation was probably due to a sharp or pointed object coming into contact with the silicone housing or wrong handling, as noted in the "IFU", silicone has a low tear/cut resistance. The root cause for the flow was poor issue reported by the customer was probably due to the damaged silicone housing and the valve receiving a hard knock.